Event description:
Pt had undergone a revision of a left total knee arthroplasty, on (B)(6). After completion of the procedure, an on-q pain pump was inserted to facilitate pain control. On (B)(6), the pt was being prepared for discharge. A nurse removed the on-q pain pump catheter noting that the tip of the tubing was black signifying to her that the catheter was intact and completed removed. On (B)(6), a homecare nurse visiting the pt removed the dressing from the pt's knee and found a 3 inch piece of catheter.